Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #:(B)(4), description: precision spectra implantable pulse generator; model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 17186952 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's contacts were out of his previous system. It was also reported that the patient was having inadequate to loss of stimulation. The patient underwent a revision procedure wherein the previous system was explanted and the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively.